Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform the functional testing, displacement test due to motor error alarm.

Event description:
The customer reported that the insulin pump alarmed motor error during bolus delivery. Troubleshooting was performed. The blood glucose reading was 87mg/dl. The caller stated that drive support cap was flush. The customer stated that the device was not exposed to a high magnetic field. Assisted the customer to run the displacement and self test and they passed. Instructed the customer to perform a manual prime test and the insulin pump did not alarm. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.